Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -10.50/+1.0/070 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2022. The lens was removed on (B)(6) 2022 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved.

Manufacturer narrative:
(B)(4).